Event description:
It was reported that the 9800 system was missing the skin spacer on the tube head prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The skin spacer was installed during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)